Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during procedure to treat heavily calcified, moderately tortuous, 90% stenosed lesion in left anterior descending artery (lad) with a diamondback 360 coronary orbital atherectomy device (oad), the crown met resistance while spinning during advancement to the lesion. The vessel was primarily wired with an unspecified wire which was exchanged for the viperwire. There was difficulty wiring or delivering devices. While the oad was on glideassist mode, the viperwire advance coronary guide wire with flex tip was inadvertently pushed and pulled, resulting in contact between the oad crown and the viperwire. This led to viperwire fracture. The oad guide wire brake was not engaged when the viperwire was inadvertently pushed and pulled. There was no wire bias. The fragment was retrieved using a snare. Delay was not reported. There was no allegation that the instructions for use (IFU)/labeling was difficult to understand.

Manufacturer narrative:
Additional information: h6, h11, d4, b5. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported damaged by another device - caused damage appears to be related to user error. In this case, it is likely that the damaged by another device - caused damage is due to use techniques employed; however, since the device was not returned this could not be confirmed. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU) 92-10042-02 revision b), warns: ¿do not spin the crown in glideassist mode, with the guide wire brake lever in the unlocked position, without first securing the guide wire by holding it with fingers or by using the guide wire torquer. If using the guide wire torquer, ensure that it is securely fastened to the guide wire before starting to spin the crown. Failure to secure the guide wire when the brake is unlocked could allow the guide wire to spin while in glideassist mode which may result in patient harm.¿ the reported difficult to advance appears to be related to circumstances of the procedure. Per complaint details, the physician believed the resistance when advancing the oad crown to the lesion was a patient anatomy issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during procedure to treat heavily calcified, moderately tortuous, 90% stenosed lesion in left anterior descending artery (lad) with a diamondback 360 coronary orbital atherectomy device (oad), the crown met resistance while spinning during advancement to the lesion. The vessel was primarily wired with an unspecified wire which was exchanged for the viperwire. There was difficulty wiring or delivering devices. While the oad was on glideassist mode, the viperwire advance coronary guide wire with flex tip was inadvertently pushed and pulled, resulting in contact between the crown and the viperwire. This led to viperwire fracture. The oad guide wire brake was not engaged when the viperwire was inadvertently pushed and pulled. There was no wire bias. The fragment of unknown size was retrieved using a snare. Delay was not reported. There was no allegation that the instructions for use (IFU)/labeling was difficult to understand. The physician believed the resistance when advancing the oad crown to the lesion was a patient anatomy issue.